Manufacturer narrative:
The insulin pump received with intermittent button press due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen screen noted.

Event description:
The customer called to report unresponsive buttons and a frozen screen. The customer stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.